Event description:
It was reported that pen needle 31gx5mm 5b 28ct was blocked and the injection site on the patient was red, swollen, and painful. The following information was provided by the initial reporter: the customer used the disposable syringe pen needle for insulin injection. On the sixth day of use, the customer had adverse reactions. After professional inspection, it was found that the needle was blocked and bent, the injection site was red, swollen, painful and local infection. Inform should change needle in time, adverse reaction disappears gradually.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. 14pcs retention samples were checked on IV point, needle puncture and needle angle, no failure found. Conducted on 14pcs retention samples. No needle clog nor np gap failure was found. No failure found. Pen needle product has 100% IV point inspection and needle angle inspection by vision system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 5b 28ct was blocked and the injection site on the patient was red, swollen, and painful. The following information was provided by the initial reporter: the customer used the disposable syringe pen needle for insulin injection. On the sixth day of use, the customer had adverse reactions. After professional inspection, it was found that the needle was blocked and bent, the injection site was red, swollen, painful and local infection. Inform should change needle in time, adverse reaction disappears gradually.